Event description:
End user reports walking on linoleum floor in home when the leg of her quad cane broke causing her to fall and hit her head and knee. No medical attention was sought but patient reports ongoing pain. All identifying labeling had been removed from cane, but appearance is similar to ems product no. W1306, heavy duty quad cane.